Event description:
It was reported that a spectrum iq pump alarmed system error 322 (link switch error (low)) and a system error 222(kwikpeg task starved). This occurred during propofol infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.